Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl and the cause was not known. A bolus was delivered and the bg was brought back down to the target level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.